Event description:
The customer reported a low leak co2 rebreathing risk, and the tidal volume was not showing correctly. No patient involvement.

Manufacturer narrative:
Root cause: the defective u1 created the low leak-co2 rebreathing risk (e/c 1203). .